Event description:
The customer returned the endoeye flex deflectable videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a dirty and cracked charged coupled device lens was found with a peeled off glue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the dirty lens. Based on the results of the investigation, it is likely the following led to the other malfunctions: stress. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.